Event description:
A pt's right should became entangled between the top of the mattress and the bottom of the right head siderail. The account pressed the push latch and unlatched the right head siderail to extract the pt. The pt was not injured due to the entanglement.